Event description:
It was reported that ¿when they pulled on the catheter it did kind of break apart¿ during a pump replacement procedure due to nearing eri (elective replacement indicator) that took place (B)(6) 2015. The proximal catheter segment was revised; the distal catheter was functional. The explanted catheter segment and pump were returned for analysis. The patient was ¿doing ok¿ at the time of this report. The pump was used to infuse fentanyl, hydromorphone, and bupivacaine. No unexpected intervention was reported. Follow up was conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the catheter found no significant anomaly. Testing was acceptable; the catheter was incomplete and returned in segments.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8598, lot# b005359n11, implanted: (B)(6) 2003, product type: catheter. Product ID: 8709, lot# j10951r45, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.